Manufacturer narrative:
The insulin pump passed self test and displacement test. The insulin pump is functioning at normal speed. No vibrator anomaly noted. No traces of moisture at the keypad traces, electronic assemblies or motor assemblies per our visual inspection. However, the insulin pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump fell in the toilet. The insulin pump was running slower. During the self-test the insulin pump did not vibrate. Customer's blood glucose level was over 260 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.